Manufacturer narrative:
The insulin pump had motor error alarm during basic occlusion test due to faulty force sensor. The motor passed motor test. The device was received with scratched lcd window,crack case on bottom left and right corners near display window, crack reservoir tube lip, crack reservoir tube window and reservoir tube and crack battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 312 mg/dl. Troubleshooting was performed. The device was returned for analysis.